Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient was sore, stiff, experiencing discomfort, and was having pain in their stomach and back. They noted that they talked to their surgeon and primary care provider. The patient stated that this had been going on since implant. They reported that they spent a week in the hospital after surgery and was readmitted due to this pain. The patient stated that they thought they were discharged too early because they were talking to people and said they were ¿dozing off and people thought she was loony.¿ the patient was calling to turn the device on as it had not been turned on since implantation. They stated that they were too sore to lay down on the floor and adjust the device. Product services provided instructions and the patient connected with the patient programmer (pp). The pp showed the stimulation was turned on and the patient was at 2.50 volts on group a. The patient increased stimulation to 3.4 volts and did not feel any stimulation. The patient did not have another program on group a. The patient tried standing and was still not feeling any stimulation. They stated that they thought they could not feel it yet because they were sore from laying on a gurney. The patient then reported that they were feeling stimulation now. They stated that it was at a comfortable level. The patient was to contact a healthcare professional (hcp). No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the soreness, discomfort, stiffness, pain, dozing off and seeing loony issues were not yet resolved. It was indicated that patient had an appointment on (B)(6) 2017 and were still working on these issues. Patient's weight at the time of event was (B)(6) lbs. No one ever mentioned to patient any of these effects. Patient was very upset by receiving the follow up 2 weeks after their implant. Patient's children were concerned about patient's actions after surgery and they had patient readmitted in the hospital. They assumed the patient had taken too much medicine. Patient was disappointed that no information was given prior to the surgery. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on 2017-09-06. The hcp reported that the patient came in for an appointment on (B)(6) 2017. The hcp reported that the patient had pain from the surgical procedure and on examination she had slight tenderness to palpation, posture and gait are normal. The hcp reported that the patient was already on oxycodone through her family doctor for pain control. The hcp reported that the patient had not called in regarding the discomfort, stiffness, pain, dozing off and seeming loony. No further complications were reported.